Manufacturer narrative:
The pet lock was intact on the proximal end of the pusher assembly. The embolization coil was undamaged and intact with the pusher assembly. The pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. The smart coil was attempted to be advanced through its introducer sheath. Moderate resistance was experienced as the introducer sheath friction lock advanced past the pusher assembly mid-joint. No resistance was experienced after the friction lock transitioned over the mid-joint. Evaluation of the returned smart coil revealed the pusher assembly mid-joint was proximal to the introducer sheath friction lock. The friction lock inner diameter (ID) is smaller than the rest of the introducer sheath which allows the introducer sheath to seat on the pusher assembly mid-joint. If the pusher assembly mid-joint is forcefully withdrawn proximal to the friction lock, it is likely that resistance will be experienced when attempting to advance or retract the embolization coil. Functional testing was performed and the embolization coil was able to be advanced out of its introducer sheath with moderate resistance initially. After the initial resistance, there were no other resistance experienced when functionally testing the device. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician felt resistance and was unable to advance a smart coil out of its introducer sheath and into a non-penumbra microcatheter. The smart coil was, therefore, removed, and the procedure was completed using a new smart coil. There was no report of an adverse effect to the patient.